Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 304 mg/dl at the time of the call. The customer stated that they were hospitalized due to a carotid artery and glaucoma. Customer stated someone in hospital changed settings way to high. The settings that the customer wrote down were the most accurate. The customer did not want a replacement insulin pump but wanted assistance with programing their new insulin pump that they had not used yet. The customer was assisted with programing their insulin pump.